Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: cardiac implantable electronic device reutilization: battery life of explanted devices at a tertiary care center. Pace pacing and clinical electrophysiology. (B)(4). An email was sent to the author requesting additional information, with no reply as of yet. (B)(4).

Event description:
A journal article was reviewed which contained information regarding these implantable pulse generators (ipg) and implantable cardioverter defibrillators (ICD). Multiple patients and multiple failure modes and infection was noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The article included the following failure modes: device failure and device recall. During a retrospective review of explanted device for potential re-use it was noted that multiple device was explanted due to infection, device failure and device recall. No further patient complications have been reported as a result of this event.